Event description:
It was reported by customer that the implant was removed due to infection. Customer didn't use another device to complete the procedure. Abscess was reported. Patient wont return for an additional appointment. Tooth# 6.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.